Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure that was to occur at the time of the event was aborted and completed using another system. No harm or injury was reported to philips. A philips remote service engineer (rse) confirmed that the fluoroscopy was normal when the footswitch was pressed, but would fail after being displayed for a short period. Onsite service was recommended. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and analysis of the log files identified that the tube current was out of range. The fse calibrated the tube and installed a new system software. After calibrating the tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.